Event description:
Attempting to connect a transvenous pacer to the pacemaker using pacer cable reporter could not get a good connection until they held the connection tightly. During this time, the pt was asystolic. CPR and code was called. Holding the connection tightly ensured pacing capability. Then reporter was able to let go slowly and had a good connection.